Event description:
It was reported to philips that the heartstart mrx defibrillator device does not pace. There was no reported patient involvement. The device was brought to the repair bench for assessment, where it was verified that the pacing worked properly, and operational checks passed. The device was confirmed to be operating per specifications and returned to the customer. No further action is required at this time.